Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was shutting off after about 10 seconds and unable to power on completely during the patient use. Manual CPR was performed. It was unknown if the return of spontaneous circulation (rosc) was achieved or not during the resuscitation. It's reported that the patient passed away but the death was likely due to the condition of the patient and not the device. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) was shutting off after about 10 seconds or unable to power on completely. The platform was tested with 3 different autopulse li-ion batteries (sn unknown). Two batteries were only able to power on the platform for 10 seconds. The other battery was unable to power on the platform at all. The status leds on all three batteries showed 4 solid green lights. Manual CPR was performed. When back at the station, the platform was unable to be powered on using the inserted batteries after being inside for 15 minutes. The batteries were pulled from the platform and exchanged with new batteries and the platform powered on immediately when the power button was pressed. It was noticed that the batteries that were pulled from the platform were very warm. While troubleshooting with the customer over the phone, the three batteries were retested and the batteries performed as intended. Two days later, the customer reported the autopulse platform was indoors all shift but it was unable to power on. The battery had been left in the platform for 12 hours but was fully charged and showing 4 solid green lights on the status leds before it was inserted into the platform. When they took the battery out of the platform, they noticed the battery was very warm and was only showing 3 bars on the battery's led status bar. On 7/10/2022, the customer reported that the platform is performing as intended. Upon follow up, the customer reported the patient passed away but that the death was likely due to the condition of the patient and not the device. Please see the following related MFR report: MFR #3010617000-2022-00974 for the autopulse platform (sn (B)(4)) MFR #3010617000-2022-01026 for the autopulse li-ion battery (sn unknown). MFR #3010617000-2022-01028 for the autopulse li-ion battery (sn unknown).